Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: no observed openings on the device. Valve leak and/or damage: observed a delamination partial of the valve (adhesive failure) additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Later, healthcare professional reported right side "deflation/rupture" and "partially deflated". Device has been explanted.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Later, healthcare professional reported right side "deflation/rupture" and "partially deflated". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation, valve leak and/or damage.